Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing fell off immediately while driving the car. The location of site and pump was at patient's abdomen. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.